Manufacturer narrative:
The investigation is underway.

Event description:
As reported by an edwards lifesciences affiliate in (B)(6) , during deployment of a 26 mm sapien 3 valve in a pre-existing surgical valve in the mitral position via transseptal approach the balloon burst. The valve was successfully deployed. The delivery system was observed to be separated via imagery. The delivery system and proximal part of the ruptured balloon were removed with the esheath without issue. The distal part of the balloon was removed via large bore venous access. No patient injuries were reported. The patient was doing well post procedure. Per medical opinion, the cause of the event was unknown.

Manufacturer narrative:
Per the instructions for use (IFU), balloon rupture is a potential risk of the tavr procedure. Transcatheter delivery balloon burst complaints have been previously investigated by edwards and documented in a technical summary written by edwards lifesciences. A detailed root cause analysis revealed that it is very unlikely that a product defect contributes to this type of event. There are extensive manufacturing inspections in place to prevent this type of malfunction (visual and dimensional inspections, leak testing, and functional balloon burst testing performed to every manufactured lot). The thv delivery system balloons are subject to increased risk of burst due to contact with a highly calcified annulus. Analysis revealed that these types of ruptures are typically caused by puncture from calcium on the native aortic valve when the inflated delivery system balloon comes in contact with the native annular calcification at full inflation/deployment. In this case, a definite root cause was unable to be determined. Available information therefore suggests that patient factors (calcification/pre-existing stent) and procedural factors (withdrawal of burst balloon/excessive manipulation) likely contributed to the complaint event. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required at this time.